Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 497 mg/dl at time of hospitalization. Customer had blood glucose level over 600 mg/dl. Customer was treated with insulin fluid. Customer declined to check air bubbles and leak. Drive support cap was normal. Customer was alleging insulin pump for under delivering because customer had blood glucose level. The insulin pump was not returned for analysis.